Event description:
Customer reports that the compact plus system generated a result of 128mg/dl prior to dosing the test strip with blood or control solution. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.